Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited noise. No patient condition was reported. No further information was available.

Event description:
New information stated the lead was repaired and the patient was stable.